Manufacturer narrative:
Date sent: 06/04/2009. Damaged closure link. Evaluation summary: the analysis results showed that one device arrived with the closing mechanism damaged and void of staples. No functional test was performed due to the condition of the device as the closure link was found broken. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the surgeon tried to staple on the rectum, but the closing trigger was blocked and it was impossible to staple, another device was used to complete the procedure. There was no adverse consequence to the pt.